Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida, vaginal delivery and c-section. Concomitant products included cyproterone acetate, ethinylestradiol (diane 35). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), menorrhagia ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l).. Human chorionic gonadotropin - on (B)(6) 2012: negative. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity; on (B)(6) 2013: essure in correct position in fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: essure insertion date was updated. Lab test was added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure (batch no. 20221227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida, gravida ii and c-section. Concomitant products included cyproterone acetate, ethinylestradiol (diane 35). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea"), 3 months 5 days after insertion of essure. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), heavy menstrual bleeding ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l).. Human chorionic gonadotropin - on (B)(6) 2012: negative. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity; on (B)(6) 2013: essure in correct position in fallopian tubes. Lot number: 20221227, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case .a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 3. In 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), menorrhagia ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety / anxiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l).. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure can be found in wrong position on the fallopian tube') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 3. In 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("essure can be found in wrong position on the fallopian tube"), headache ("cephalea"), peripheral swelling ("swelling of limbs"), nausea ("nausea"), menorrhagia ("increase menses flow"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea and anxiety had not resolved. The reporter considered anxiety, device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, nausea, pelvic pain and peripheral swelling to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('uterine inflammations'), device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)') and device breakage ('essure was found fragmented in many parts') in a 37-year-old female patient who had essure (batch no. 20221227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida, gravida ii, c-section and diabetes. Previously administered products included for an unreported indication: diane on (B)(6) 2013. Concomitant products included cyproterone acetate, ethinylestradiol (diane 35). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea"), 3 months 5 days after insertion of essure. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), heavy menstrual bleeding ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine inflammation, device dislocation, device breakage, device expulsion, headache, peripheral swelling, nausea, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 ¿g/l).. Human chorionic gonadotropin - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2021: uterus - measurement: 10.10 x 5.60 x 5.70 cm and volume 167.64 cm3 (reference 25 to 90 cm3); presence of 3 posterior intramural fibroids, with measures: 1.1 x 1.1 cm, 1.0 x 0.8 cm and 1.3 x 0.7 cm. Diagnostic hypothesis: uterine fibroids, suggestive appearance of adenomyosis, essure in the topography of the uterine horns.. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity; on (B)(6) 2013: essure in correct position in fallopian tubes. Lot number: 20221227, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: new information: historical drug, medical history, essure removal and the action taken with drug was updated. We received a lot number in this case .a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 3. In 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), menorrhagia ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l). X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: new adverse events were added: essure was found fragmented in many parts, intense headache, swelling of legs, considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots, anxiety disorder, nervousness, stress, heavy cramps in lower abdomen, mastalgia, leg pain, numbness, tremor, lower back pain, pinprick sensation in uterus, twinges, fatigue, loss of libido, pain and bleeding during and after intercourse, uterine inflammation, pain in the articulations, edema, distension, mood change, hair loss, suspect of adenomyosis, liquid in abdomen, pain generalized, strong odor from the vaginal fluid. The last menstrual period, the patient´s race, result of nickel exam and essure´s indication were added. After internal review, event device dislocation¿s reported term and device expulsion¿s reported term were amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine inflammation ("uterine inflammations"), device dislocation ("essure found in wrong position on the fallopian tube (close to perforating her organs)") and device breakage ("essure was found fragmented in many parts") in a 37 year-old female patient who had essure inserted (lot no. 20221227) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diabetes, c-section, gravida ii, multigravida and menarche. Previously administered products included: diane. As concurrent condition the report mentioned dysmenorrhoea. Concomitant products included ondansetron, tramadol, tenoxicam and diane 35 (cyproterone acetate, ethinylestradiol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 97 days after essure insertion, she experienced dysmenorrhoea ("menstrual pain / dysmenorrhea"). In 2017 she experienced device dislocation (seriousness criterion intervention required), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), heavy menstrual bleeding ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine inflammation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents as well as surgery (laparotomy for surgery subtotal abdominal hysterectomy + bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure administration. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Discrepancy noted in essure removal date: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l). [Human chorionic gonadotropin] on (B)(6) 2012: negative [ultrasound scan vagina] on (B)(6) 2021: uterus - measurement: 10.10 x 5.60 x 5.70 cm and volume 167.64 cm3 (reference 25 to 90 cm3); presence of 3 posterior intramural fibroids, with measures: 1.1 x 1.1 cm, 1.0 x 0.8 cm and 1.3 x 0.7 cm. Diagnostic hypothesis: uterine fibroids, suggestive appearance of adenomyosis, essure in the topography of the uterine horns. And posterior intramural fibroids (1.1 x 1.1 cm / 1.0 x 0.8 / 1.3 x 0.7 cm) / signs suggestive of adenomyosis / endometrium 10mm / right ovary (ro) 7.7cc (cubic centimetres) / left ovary (lo) 4.7 cc. Presence of a hyperechogenic image with a filamentous and elongated appearance in the topography of the right and left uterine horn, which may correspond to intratubal device (itd) essure [x-ray] on (B)(6) 2013: essure in correct position in fallopian tubes; on (B)(6) 2019: radiopaque threads (essure) in the pelvis on the right and left. Radiographic image compatible with the report. "; (dates unknown): essure can be found in wrong position on the fallopian tube and metallic material in uterine cavity lot number: 20221227 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine inflammation ('uterine inflammations'), device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)') and device breakage ('essure was found fragmented in many parts'). In a 37-year-old female patient who had essure (batch no. 20221227), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menarche, multigravida, gravida ii, c-section and diabetes. Previously administered products, included for an unreported indication: (B)(6) on (B)(6) 2013. Concomitant products included: cyproterone acetate, ethinylestradiol ((B)(6) 35). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea"), (B)(6) months (B)(6) days after insertion of essure. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs/ swelling of legs"), nausea ("nausea"), heavy menstrual bleeding ("increase menses flow/ considerable and intense increase in menstrual flow, reaching up to (B)(6) days in menstrual period with clots"), pelvic pain ("pelvic pain"), anxiety ("anxiety/ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus/twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine inflammation, device dislocation, device breakage, device expulsion, headache, peripheral swelling, nausea, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room, due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test: on (B)(6) 2019, less than 2,0 g/l (reference value: less than 2,0 g/l); human chorionic gonadotropin: on (B)(6) 2012, negative; ultrasound scan vagina: on (B)(6)2021, uterus measurement: 10.10 x 5.60 x 5.70 cm. And volume 167.64 cm3 (reference 25 to 90 cm3); presence of 3 posterior intramural fibroids, with measures: 1.1 x 1.1 cm, 1.0 x 0.8 cm and 1.3 x 0.7 cm; diagnostic hypothesis: uterine fibroids, suggestive appearance of adenomyosis. Essure in the topography of the uterine horns; x-ray: on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date, metallic material in uterine cavity; on (B)(6) 2013, essure in correct position in fallopian tubes. Lot number#: 20221227, manufacturing date: 2009-10, expiration date: 2012-10. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jun-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida, gravida ii and c-section. Concomitant products included cyproterone acetate, ethinylestradiol (diane 35). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), menorrhagia ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: less than 2,0 g/l (reference value: less than 2,0 g/l).. Human chorionic gonadotropin - on (B)(6) 2012: negative. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity; on (B)(6) 2013: essure in correct position in fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure found in wrong position on the fallopian tube (close to perforating her organs)'), device breakage ('essure was found fragmented in many parts') and uterine inflammation ('uterine inflammations') in a 37-year-old female patient who had essure (batch no. 20221227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida, gravida ii and c-section. Concomitant products included cyproterone acetate, ethinylestradiol (diane 35). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea"), 3 months 5 days after insertion of essure. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("metallic material in uterine cavity"), headache ("cephalea / intense headache"), peripheral swelling ("swelling of limbs / swelling of legs"), nausea ("nausea"), heavy menstrual bleeding ("increase menses flow / considerable and intense increase in menstrual flow, reaching up to 15 days in menstrual period with clots"), pelvic pain ("pelvic pain"), anxiety ("anxiety / ansiety disorder"), nervousness ("nervousness") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen"), breast pain ("mastalgia"), pain in extremity ("leg pain"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lower back pain"), uterine pain ("pinprick sensation in uterus / twinges"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("pain in the articulations"), oedema ("edema"), abdominal distension ("distension"), mood altered ("change in mood frequently"), alopecia ("hair loss"), adenomyosis ("suspect of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen"), pain ("pain generalized") and vaginal discharge ("strong odor from the vaginal fluid"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, device expulsion, headache, peripheral swelling, nausea, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, anxiety, abdominal pain lower, breast pain, pain in extremity, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, oedema, abdominal distension, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nausea, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on 15-oct-2019: less than 2,0 g/l (reference value: less than 2,0 g/l).. Human chorionic gonadotropin - on 15-oct-2012: negative. X-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity; on 23-jan-2013: essure in correct position in fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: the essure lot number was received and the onset date of dysmenorrhea was updated. We received a lot number in this case .a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure can be found in wrong position on the fallopian tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 3. In 2014, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("essure can be found in wrong position on the fallopian tube"), headache ("cephalea"), peripheral swelling ("swelling of limbs"), nausea ("nausea"), menorrhagia ("increase menses flow"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, headache, peripheral swelling, nausea, menorrhagia, pelvic pain, dysmenorrhoea and anxiety had not resolved. The reporter considered anxiety, device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, nausea, pelvic pain and peripheral swelling to be related to essure. The reporter commented: she went to emergency room due to pelvic pain and menstrual pain. She was treated with analgesics and antiinflammatory drugs unsuccessfully. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure can be found in wrong position on the fallopian tube; on an unknown date: metallic material in uterine cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.